Event description:
It was reported that the ilet displayed a ¿connect cgm or enter bg¿ message after the user applied a freestyle libre 3 plus continuous glucose monitor (cgm) sensor and encountered repeated scan errors when attempting to connect, resulting in intermittent communication between the cgm and the ilet; the user entered a fingerstick glucose and planned to replace the cgm sensor later. No adverse clinical symptoms reported and glucose was unaffected. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and the third-party cgm manufacturer. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the affected component identified as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.